Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. It was not possible to interrogate this device. The local boston scientific representative recommended that the healthcare professional replace this device. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. It was not possible to interrogate this device. The local boston scientific representative recommended that the healthcare professional replace this device. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.